Event description:
It was reported that three er320's were used during an unknown procedure. It was reported by the affiliate that one of the jaws of the devices broke during the surgery. There was no consequence to the pt.